Event description:
It was reported that during a cryo ablation procedure, the patient had low blood pressure after the physician had positioned the catheter for phrenic pacing. Cardiac tamponade and perforation were noted. The ablation was aborted and a pericardiocentesis procedure was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Bin files did not show any system notices for the date of event. Bin files also showed at least 8 injections were performed with catheter 2af283 / 89270-22. No lot numbers have been provided for flexcath advance 4fc12 or achieve mapping catheter 990063-020. (B)(4).